Event description:
It was reported to resmed that an astral device screen was out of alignment and did not calibrate. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. Visual inspection of the top case revealed cracks. The top case was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to physical damage. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device screen was out of alignment and did not calibrate. There was no patient harm or serious injury reported as a result of this incident.